Manufacturer narrative:
E1: initial reporter state: (B)(6). Device evaluated by MFR: a 2.25 x 24mm synergy xd stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken in 3 pieces. First hypotube break was at 28 mm from distal end of the strain relief which was observed when the device was received. The second hypotube break at 73 mm from the distal end of strain relief (45 mm from the first break), was a severe kink on receipt of the product that progressed to a break during labelling process in the decontamination laboratory at the investigation site. Multiple kinks were noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft kink and shaft break occurred. A percutaneous coronary intervention (pci) was performed on a 90% stenosed target lesion, located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 2.25 x 24mm synergy xd stent was used for treatment, but a shaft kink and shaft break occurred. It was noted that the prochiral shaft became kinked and was eventually broken. The kink was observed to have occurred near the hub of the device. The procedure was completed with a different device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that a shaft kink and shaft break occurred. A percutaneous coronary intervention (pci) was performed on a 90% stenosed target lesion, located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 2.25 x 24mm synergy xd stent was used for treatment, but a shaft kink and shaft break occurred. It was noted that the prochiral shaft became kinked and was eventually broken. The kink was observed to have occurred near the hub of the device. The procedure was completed with a different device. No patient complications resulted in relation to this event.